Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve were effective orifice area 377.5cm2, perimeter of annulus 69.8mm and ascending aorta diameter 33.9mm. The length of the membranous septum was 3.5mm. The valve was implanted at a depth of 3mm at non-coronary cusp (ncc) and 5mm at left coronary cusp (lcc). After the valve was deployed, when the flexnav delivery system was pulled to the descending aorta, the slide of the handle was pulled and attempting to dock the nose cone and the valve capsule, the slide did not move smoothly. The delivery system was pulled out with considerable force. The delivery system was dismantled, and when the valve capsule was checked, the part of the delivery system such as the inner coating was confirmed in the valve capsule. It was considered that the inner coating was an obstacle to the tip storage. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No health impact has been reported.

Manufacturer narrative:
An event of retraction problem was reported. Information from the field indicated that the delivery system was dismantled, and when the valve capsule was checked, the part of the delivery system such as the inner coating was confirmed in the valve capsule. The device was returned to abbott for analysis which revealed that the yellow liner found inside the valve capsule was delaminated and separated from the capsule. The reported delamination of the liner was determined to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on 05 july 2024, a 25mm navitor vison valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve were effective orifice area 377.5cm2, perimeter of annulus 69.8mm and ascending aorta diameter 33.9mm. The length of the membranous septum was 3.5mm. The valve was implanted at a depth of 3mm at non-coronary cusp (ncc) and 5mm at left coronary cusp (lcc). After the valve was deployed, when the flexnav delivery system was pulled to the descending aorta, the slide of the handle was pulled and attempting to dock the nose cone and the valve capsule, the slide did not move smoothly. The delivery system was pulled out with considerable force. The delivery system was dismantled, and when the valve capsule was checked, the part of the delivery system such as the inner coating was confirmed in the valve capsule. It was considered that the inner coating was an obstacle to the tip storage. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No health impact has been reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.